Event description:
It was reported that the pump was not working properly and was stopping insulin on pump. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.